Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer reported feeling dehydrated with joint pains from their high blood glucose. Customer was treated with fluids for their blood glucose. Customer also reported receiving sensor error alerts on their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.